Event description:
Customer reports the softclix plus lancet will not retract. Accidental needle stick also reported. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.